Event description:
Prismaflex equipment rang out in error "malfunction: error code 7." The only option on the screen was to turn off the equipment. The blood in the set looked abnormal, so no blood was returned to the patient. Set was clamped and removed from patient. Hemodialysis (hd) catheter was flushed. A new machine was obtained. New set was primed and started on the new machine. Labs were drawn. Patient's previous hemoglobin (hgb) since blood in the error set was never returned to the patient.